Event description:
The event is reported as: the green knob on the cardiac stabilization was locked during the performance of the coronary artery bypass graft operation. No medical intervention was necessary. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report. A f/u report will be submitted upon completion of the investigation.